Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d10, and h6 (medical device problem code).

Event description:
N/a

Event description:
It was reported that intra aortic balloon had balloon rupture. No alarms prior to rupture. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, expiry date, d9. Device available for evaluation and date return to manufacture: g3, g6, h2, h3, h4, h6, type of investigation, investigation findings, investigation conclusions h11. Corrected field d4 lot and UDI number: the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter the extender tubing was also returned the inner lumen was found occluded with dried blood the occlusion was unable to be cleared. An underwater leak test of the balloon catheter y fitting extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 15cm from the rear seal measuring 0025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane under magnification a whitish patch was observed around the leak this whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.